Manufacturer narrative:
It was reported that the tip of the medtronic set cath placement pressure line broke off into the patient. Reportedly, the break occurred while peeling back the line's securement tape. When the break was identified, the remaining part of the line was clamped and the exposed end was covered. The medtronic set cath placement pressure line was required to be removed via an unidentified surgical procedure. No impact or adverse effect to the patient or the patient's stability was reported to the pack manufacturer. No sample for evaluation was returned to the pack manufacturer. Due to the need for medical intervention to remove the medtronic set cath placement pressure line, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the medtronic set cath placement pressure line broke off into the patient.